Event description:
New information available on (B)(6) 2017 reveals that the implantable cardioverter defibrillator was explanted due to possible premature battery depletion.

Manufacturer narrative:
(B)(4). Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.

Manufacturer narrative:
The reported field event premature depletion was not confirmed but a transient drop in the battery voltage that is consistent with battery depletion associated with lithium clusters was noted. However, since the monthly battery voltage trend and the overall expected longevity of the device was normal, premature battery depletion could not be confirmed. Further analysis was not performed.